Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 370 mg/dl at the time of hospitalization. The customer's blood glucose at the time of incident was 600 mg/dl and current blood glucose level was 249 mg/dl. The customer¿s other blood glucose level was 374 mg/dl. The customer experience nausea symptom as a result of high blood glucose. The customer was treated by insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.